Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This medwatch is being filed to relay additional information, as a final report. Investigation completed. The following sections were updated/corrected: reported issue: on (B)(6) 2019, it was reported that the cable was defective and the device needed recalibrated. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by flextronics on september 24, 2019 revealed that the cable was damaged, the unit was out of calibration specifications and the control bar was not in the correct position. Repair of the electric dermatome was performed by flextronics on september 27, 2019 which included replacement of the plug harness assembly. Electric dermatome, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the cable was damaged, the unit was out of calibration specifications and the control bar was not in the correct positon. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and the investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the cable was defective and needed recalibrated. There were exposed wires. No adverse events were reported as a result of this malfunction.